Event description:
Unomedical reference number (B)(4) event occurred in italy it was reported that patient faced four infusion set cannula was kinked on (B)(6) 2024. The event occured 3 or more hours after insertion. The infusion set was in use for few hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 4 of 4.